Manufacturer narrative:
No 011-h2457 product samples, videos, or photographs were returned for investigation. The DHR was not reviewed, no lot number information was provided. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model z7110. This product was used for the di and 501k. Because the lot# is unknown, the expiration date and manufacturing date are unknown. The device was received 5 aug 2024. Once it has been investigated a supplemental MDR will be submitted.

Event description:
An event involving 25 units of spiros® closed male luer experienced leakage. The following issue was reported by the customer: ¿we have two cases of leaks concerning the use of spriros : leak at the spriros - needle connection.¿ update : the incident was noticed by the care nurse, who notified the unit pharmacist. The incident happened at the time of connecting the syringe at the start of the infusion: < 1ml of medication. The event happened on (B)(6) 2024. The device was in clinical use at the time of event. The patient was connected to the device but no adverse event and no need of medical intervention. There was a delay in therapy. Destruction of the used syringe and replacement. The medication involved is daratumumab sc (anti corps - cd38 inhibitors). There was a remanufacturing of a new preparation. The medication was changed. The leak occurred from the start of administration. The leak was not cleaned up according to the facility¿s protocol because it was a minimal leak. No visible default on the device before use. No cut, no tear and no hole on the device.